Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the reported incorrect battery voltage measurements were the result of high internal battery resistance.

Event description:
It was reported that six months earlier the battery voltage was 2.9 v, but today was at 2.52 v. The device did not indicate that it had reached eri (elective replacement indicator). Further interrogation showed fluctuating voltages with each interrogation. The technical consultant concluded that the battery voltages seen were not correct. It was also reported that the patient had a syncopal episode several months earlier. The device was explanted and replaced. No further patient complications have been reported as a result of this event.